Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results were obtained when non-vitros mas quality control (qc) fluids were processed using vitros ipth reagent lot 1660 on a vitros xt7600 integrated system. Mas lot oim 23021 level 1 results of 12.00, 13.57 13.58, 14.19, 13.14 and 9.45 pg/ml versus the expected result (baseline mean) of 20.3 pg/l mas lot oim 23023 level 3 results of 653.542, 639.759, 626.061, 516.188, 646.077, 615.142, 651.906, 603.425, 465.545, 399.481 and 627.97, 620.35 and 654.39 pg/ml versus the expected result (baseline mean) of 936 pg/ml the lower-than-expected vitros ipth results were obtained when the customer was processing non-patient fluids. However, the investigation could not rule out that patient sample results would not be affected if the event were to recur. Ortho has not been made aware of any allegation of harm as a result of this event. This report is number one of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros intact pth (ipth) results were obtained when non-vitros mas quality control (qc) fluids were processed using vitros ipth reagent lot 1660 on a vitros xt7600 integrated system. Ortho¿s investigation has identified the root cause of this issue stems from a raw material used in the affected lots. On (B)(6) 2022, a communication (cl2022-275 potential for negative bias when using vitros® immunodiagnostic products intact pth reagent pack) was sent to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when using the affected ipth lots listed, customers may experience lower than expected results. When processing patient samples an average negative bias of approximately -12% may be observed. In addition, a variable negative shift in performance was also confirmed using biorad liquichek/lyphochek specialty immunoassay controls and thermofisher scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermofisher control lots for use specifically with the affected lots listed in the communication. Vitros immunodiagnostic products ipth controls do not detect this bias, therefore no performance shifts of the controls were observed. Within run precision testing was not processed on the vitros 5600 system around the time of the event, however the customer gave no indicating that the instrument was malfunctioning or that any other assays were affected.